Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an attempt was made to advance the ultra bms into a 6fr guideliner but the ultra met with resistance against the guideliner during the advancement and force was applied, resulting in bends on the device. The ultra was able to be withdrawn from the guideliner without difficulty. There was no occurrence of a clinically significant delay and no adverse patient effects. No additional information was provided. Analysis of the 4.5x28 rx ultra bms by the abbott vascular returned goods lab revealed that the guide wire exit notch was torn distally for a length of 4mm. Additional information revealed that the site was not aware of the torn notch and confirmed that no devices were difficult to remove.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported kinked shaft was confirmed; however, the reported difficult to position (guide catheter) could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the ultra rapid exchange (rx) coronary stent system (css), international, instructions for use, (IFU) specifies that the minimum guiding catheter compatibility for a 4.5x28mm ultra rx stent is 6f / 0.066 (1.68mm) inch inner diameter (ID). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.